Manufacturer narrative:
Patient information was unavailable. Device lot number unavailable. UDI not available for this device. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the cross pin slap hammer was broken. The procedure was completed using the navigation system and back-up products. There was no reported impact to patient outcome and no reported surgical delay.